Event description:
The patient contacted baxter's technical service center regarding a high drain alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) after use. The technical service representative (tsr) explained the message to the patient. The iipv occurred last night. The patient was not using the machine tonight. The patient stated, he does continuous cycling peritoneal dialysis/intermittent peritoneal dialysis, with a fill volume of 2000ml and a last fill volume of 2000ml. No bypasses were performed last night. The tsr informed the patient to use a manual bag tonight, and to contact the registered nurse (rn). There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the rn on (B)(6) 2012, regarding the reported high drain alarm. The rn stated, she was aware of the alarm. The rn stated there was no patient injury or medical intervention associated with the event and that the patient has been continuing therapy on the cycler successfully. The rn stated, the patient has not reported any other drain volumes or other symptoms that meet iipv criteria. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain due to use error, an inappropriate bypass of the drain, not including initial drain. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was insufficient drain due to use error, an inappropriate bypass of the low drain volume alarm, not including initial drain. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.